Manufacturer narrative:
The device was not available for evaluation. The report of an ingested thrombus in the inflow cannula cannot be confirmed. Upon implantation, the lvad was started and showed a flow of 0 lpm. The surgeon removed the pump from the apex and inspection of the inflow cannula showed some material inside the cannula. The material was removed with forceps and was found to be some old thrombus. The pump was inserted again and worked as expected. The patient remained ongoing on vad support until they expired on (B)(6) 2018 due to multi-organ failure. Reportedly, the device was working as expected for the whole time of support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s age and weight were not provided. FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ the day of implant. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2018, the patient underwent an emergency left ventricular assist device (lvad) implantation after an aorta coronary bypass operation 1 week prior to the lvad and reanimation. The implantation of the lvad device went uneventfully. Prior to the start of the lvad, the patient had a cardioversion. The lvad was started and showed a flow of 0 lpm. The flow stayed at 0 lpm even after increasing the pump speed. A transesophageal echocardiogram showed lack of unloading of the left ventricle. The outflow graft was checked for any bending, but was found to be fine. The surgeon removed the pump from the apex. An inspection of the inflow cannula showed some material inside the cannula. The material was removed with forceps and was found to be some ¿old¿ thrombus. The pump was inserted again and worked as expected. No additional information was provided.